Event description:
It was reported that the patient presented for follow up, the pulse generator exhibited backup vvi mode. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a code corruption which could have contributed to the reported backup operation. The cause of code corruption could not be determined.